Event description:
Related manufacturer reference number: 2017865-2021-38350. Related manufacturer reference number: 2017865-2021-38353. It was reported that the patient presented in clinic for follow up with pocket erosion exhibited by the implantable cardioverter defibrillator. The right atrial lead exhibited insulation damage. The right ventricular lead had confirmed externalized conductors via chest x-ray. The device and both leads were explanted. The patient was in stable condition.